Event description:
It was reported that this left ventricular (lv) lead with the cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent loss of capture (loc). Technical services (ts) reviewed the data and confirmed the loc. Ts recommended further evaluation in the clinic. This crt-d and lv lead remain in service. No adverse patient effects were reported.